Event description:
It was reported that the external pulse generator's rate was out of specification. The generator was returned for service. No patient complications have been reported as a result of this event. And, per follow-up, no patient was connected, it was discovered during testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator's rate was out of specification. The generator was returned for service. No patient complications have been reported as a result of this event. And, per follow-up, no patient was connected, it was discovered during testing.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer's comment that the rate was out of specification. Analysis did find that the lower case and both rail covers were broken, that the battery contacts were compressed and that the keyboard was scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.